Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: [missing records: records including operative report for incisional hernia repair with mesh were not provided.] [Missing records: records between 06/09/2010 and 12/13/2010 were not provided.] On (B)(6) 2010: (B)(6) center. [Signature illegible]. History & physical. 32-year-old female presents with abdominal pain x 6 months since incisional hernia repair on (B)(6) 2010 with mesh, stitches used. Sharp pain over hernia repair site; started hurting behind umbilicus x 1 month. Pain worse with exertion, valsalva. Acute/chronic conditions: hiatal hernia, diverticulosis. Previous surgeries: total abdominal hysterectomy 2007 - prolapsed, bilateral salpingo-oophorectomy 2008. Smokes 1 pack/day. Abdomen soft, incisional region diffusely tender whole left abdomen below umbilicus. Plan: laparoscopic removal of mesh/suture. On (B)(6) 2010: (B)(6), md. Operative report. Preoperative diagnosis: abdominal pain status post laparoscopic hernia repair with gore-tex mesh and suture. Postoperative diagnosis: abdominal pain status post laparoscopic hernia repair with gore-tex mesh and suture. Procedure: diagnostic laparoscopy and removal of gore-tex dual mesh and gore-tex transfascial sutures with primary repair of small incisional hernia with intracorporeal primary repair of small incisional hernia. Anesthesia: general. Blood loss: 10 cc. Complications: none. Specimens: gore-tex mesh and suture. Indications for procedure: this is a female patient who presented status post laparoscopic incisional hernia repair. She previously had a piece of gore-tex mesh placed in the left lower quadrant where she developed incisional hernia status post c-section. She was having intense abdominal pain at the site of the previous procedure and it was thought that the gore-tex transfascial sutures had possibly shrunk causing some nerve compression. She was explained the risks and benefits of procedure and booked for a diagnostic laparoscopy with possible mesh removal. Operative procedure in detail: ¿the patient was taken to the operating room, laid supine. After adequate IV sedation was provided, the patient¿s abdomen was prepped and draped in standard surgical fashion. A foley catheter had been placed. The abdomen was accessed in the right mid quadrant using a hasson technique. A 10-mm hasson trocar was placed under direct visualization. The abdomen was insufflated. The laparoscope was inserted. Two additional trocars were placed both 5 mm, one in the right mid to lower quadrant and one in the left mid quadrant. We then began careful removal of all adhesions to the anterior abdominal wall. We did find that the left descending colon and sigmoid colon had intense adhesions at the site of the previous hernia repair and the colon itself was stuck extremely well to the gore-tex dual mesh. After careful sharp dissection, the colon was completely freed from its attachment to the dual mesh. The colon was inspected. No serous repairs were made. We then begin the tedious task of removing the gore-tex dual mesh from the anterior abdominal wall. There were many vicryl tags in place. These were removed along with the mesh and the transfascial gore-tex sutures. Upon removing the mesh and fixation devices, they were removed from the abdomen. We then appreciated a very small incisional hernia that was previously covered by this gore-tex dual mesh and we elected to repair this intracorporeally primarily using a 0 ethibond suture. Multiple interrupted 0 ethibond sutures were placed intracorporeally and tied intracorporeally closing the defect. Next, the abdomen was again examined. No other abnormalities, findings or injuries were appreciated. Two 5-mm trocars were removed under direct visualization. Next, hasson trocar was removed. The insufflation was terminated and the fascial incision was closed using 0 vicryl suture in interrupted manner. All the skin sites were then closed using a 4-0 monocryl. Steri-strips were applied. The patient will be transferred back to recovery room and discharge to home later today.¿ product identification records for the alleged ¿gore-tex mesh¿ were not provided. On (B)(6) 2010: (B)(6), md. Brief operative note. Preoperative diagnosis: abdominal pain. Postoperative diagnosis: same. Name of procedure: laparoscopic removal of mesh/suture, lysis of adhesions. Findings: copious adhesions with left colon adhered to mesh. Specimens: mesh. Assistant: (B)(6). On (B)(6) 2010: (B)(6) center. Perioperative nursing record. Preoperative diagnosis: hernia with painful mesh. Surgical procedure: laparoscopic hernia repair with removal of painful mesh. Asa ii. Multiple cuts in various stages of healing on bilateral lower breasts, thighs and arms. Left black eye. Implants: none. Specimens sent to pathology: mesh, routine. On (B)(6) 2010: [missing records: a pathology report detailing analysis of the device removed during on (B)(6) 2010 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent unknown type hernia repair on unknown date whereby a unknown gore device was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh requiring an additional surgery. Additional event specific information was not provided.